Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a sleeve gastrectomy procedure. When using spare parts, don't hit the pins of the spare parts. The surgery time was extended by more than thirty minutes. No portion of the device fell into the patient cavity but the pieces were retrieved from the patient. There was no patient harm.